Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.

Manufacturer narrative:
Due to the corrected information received, this record is no longer reportable. There will be ni further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the initial report description was not correct. The correct description of the event is an unspecified issue with the lens.